Manufacturer narrative:
On 13-dec-2020, mentor became aware that previously-submitted manufacturer report numbers 1645337-2020-09469 and 1645337-2020-15511 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. On 13-dec-2020, mentor received additional information about the event: the patient submitted a report to the FDA (via mw5096670) about this event. The implantation date is (B)(6) 2001. The event date is now reported to be (B)(6) 2014. Bilateral rupture of the patient¿s breast prostheses was reported. The patient developed a seroma in one of her breasts. It was not specified if the seroma was in the patient¿s left or right breast. Code e0307 for seroma has been added to this report for the patient¿s left breast prosthesis. If clarification is received on which breast developed the seroma, a supplemental report will be submitted. The patient developed the following unexplained systemic symptoms: ache under right armpit, severe fatigue, and excessive perspiration. The root cause of the patient¿s symptoms is unclear. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision procedure with unspecified mentor textured gel breast prostheses is feeling sharp pains in both of her breasts. She has developed capsular contracture (baker grade unknown) in her left breast. In addition, the patient¿s right breast is floppy and under her armpit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.